Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25, cartridge alarm 6) occurred. It was also reported that the cartridge was wet and appeared to be leaking; however, the location of the leak could not be determined. The customer reported a blood glucose level of 241 (mg/dl). A manual injection was delivered to address bg level. It was indicated that manual injections would be used for alternate insulin therapy.